Manufacturer narrative:
Complaint has been evaluated and is similar to: 1644408-2022-01703; (B)(4), s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to infection.